Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined. A device history review was performed, and no non-conformances were detected related to the reported condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device red light emitting diode (led) warning light indicator lit up, the device would not charge and the device stopped by itself. The device also failed pretests for information button and self test, charging and checking pf power module in charger, function test and saw test. It was further determined that the device failed pretest for check for safety, check for untrue running and check for general condition. It was noted in the service order that the device red led light lit up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.